Manufacturer narrative:
Product analysis: allegation related to cylinder damaged and mechanical issue were reported. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at a folds; no leaks were found. Cylinder 2 has broken fabric threads and exhibited bulging of outer tube when inflated in the cylinder body; no leaks were found. The ipp tactile pump was visually inspected. The krt was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt (cylinder) junction; no leaks were found. The pump was not functional test due to cylinder damaged and mechanical issue were confirmed. Product analysis confirmed the reported event.

Event description:
It was reported that due to damaged cylinders the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was added that the patient had an irregular erection and was weaker at base of cylinders. The weaker cylinder made sexual relations difficult for the patient. The patient is now stable following this surgery.